Event description:
During an initial implant procedure, increased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable.